Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump indicated that during the load process, the cartridge was unable to be used and to change it out for a new one. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot.